Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their controller was not working and the issue began in early october. Patient stated that they had the recharger replaced in the past and that did not resolve the issue; see previous cases for previous replacements. Patient also stated that the controller gave them a couple of error codes and it was not charging the implanted neurostimulator at a point that it was hard and they could not get the charge in their back. Patient mentioned that the controller would be at 100% and they would have it on their back for like 30 minutes and it would not charge their implant. Patient said that the charge was going down on the controller but nothing was going up on the implant. Patient mentioned that the controller has been giving them issues intermittently and that they have gotten a couple error codes; patient added that at one point they were not charging and did so many controller resets but nothing helped. Patient noted that they did an ac power reset and the controller just did the same thing; patient added that they have been at 40% charge in their implant for over a week and they can feel the implant is not fully charged because they can usually feel a tingle and they have not felt a tingle. Patient stated that they get settings not available every time after they do a controller reset and that they tried switching groups when they were able to access them and that did not resolve. Patient reported that they got system problem rm06 on november 4th, october 15th and 22nd as well. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on. Patient inserted the battery pack and confirmed controller was 100% and implant was 40%. Agent reviewed the meaning of the settings not available and system problem rm06 message and redirected patient to their healthcare provider (hcp)/manufacturer representative (rep) to address the issue. Patient reported they worked with their local reps and had them resolve the settings not available issue; however, now when they tried to use the c ontroller and charge the ins, they keep getting no device found. Agent asked, patient said they last charged a few days ago, but now was stuck in this cycle. When they plugged in the recharger and pressed 'recharge,' it just brought up the same screen again and did not begin passive recharge mode. Patient said they had tried resetting the controller multiple times, and when the reps heard about the issue, they told the patient to call patient services (pss) for a replacement controller. A replacement controller was sent out. Additional information was received from a patient (pt). It was reported that they received the replacement controller, but it was doing the same thing as the other one. Patient stated the controller displayed no device found (16) without recharger connected. Patient added that, since they've had the new controller, every day it will charge for a little bit and then "kick off" and they will go to turn the stimulation on and they will feel it for a second and then it's gone even though the implant is at 100%. Patient stated if they bend over in a certain position, they've always been able to feel the stimulation and they do not feel that. Patient added that group b had an impedance and so they were reprogrammed to group c right before christmas. Agent had patient connect the recharger and patient reported recharging excellent with controller at 100% and ins at 60%. Patient confirmed stimulation was on and in group c with intensity at 5.2 and stated they did not currently feel any stimulation. Patient then reported recharging needs attention m essage. Patient confirmed through about menu ins sn was listed. Patient disconnected the recharger and again reported no device found. Agent reviewed information including increasing intensity in group c and patient was redirected to their rep and hcp to further a ddress. A replacement controller and battery pack were sent out and the patient was redirected to hcp if this does not resolve. Additional information was received from a manufacturer representative (rep). It was reported that several contacts read "avoid" on the impedance check. The rep programmed around these contacts and the patient is doing well.